Event description:
The customer reported non-reproducible troponin I (access accutni+3) and creatinine kinase mb (access ck-mb) results for two patients involving the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The results were also discordant to another methodology (triage poc). The initial elevated results were released from the laboratory however the customer did not report any harm to patients or change in their treatment. The customer stated the instrument generated non-reproducible results for a third patient; this patient's results are reported in MDR # 2122870-2015-00025. The patients' samples were drawn in both heparinized plasma tubes and serum tubes which were centrifuged at 3500 rpm (revolutions per minute) for 7 minutes. The original tubes were loaded onto the instrument through the cta (closed tube aliquoter). No sample integrity issues were reported by the customer. The customer indicated that both the troponin I (access accutni+3) and creatinine kinase mb (access ck-mb) quality control (qc) and calibrations were passing within the laboratory's specifications. System checks were provided and the results were within expected ranges. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Patient 1's date of birth and weight were not supplied by the customer. Patient 2 is a (B)(6) male born on (B)(6) 1948. The customer did not supply this patient's weight. A beckman coulter (bec) field service engineer (fse) was dispatched to verify the customer's analyzer. The fse discovered air in the dispense probe lines. This was leading to inadequate washing of the patient samples. The fse cleaned the wash valve and replaced the wash pump seal. Verification testing passed within manufacturer's published performance specifications and the analyzer was returned to normal operation. In conclusion, the cause of the event is attributed to the air in the dispense probe lines. The fse cleaned the wash valve and replaced the seal which resolved the issue. All mdrs associated with this report are: 2122870-2015-00025.